Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.

Event description:
It was reported to philips that the heartstart mrx defibrillator would not read the tracing and failed to provide a shock during a code. The pt died on (B)(6) 2014.